Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. Additionally, review of the submitted device found that the observed damage could not be associated with our manufacturing process. Bd conducted a thorough review of our manufacturing line, and made several attempts to replicate the reported failure mode. The root cause for this complaint could not be determined at the conclusion of our review. Based on investigation results to date, root cause for manufacturing process cannot be determined. This type of defect is probably due to the medicine used.

Event description:
It was reported that the IV set/j/20drop/2cq/f/std/50cm experienced a crack during use. The following information was provided by the initial reporter: the stopcock was cracked when using.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV set/j/20drop/2cq/f/std/50cm experienced a crack during use. The following information was provided by the initial reporter: the stopcock was cracked when using.